Event description:
Many women suffer from what is called breast implant illness with many issues that range as my issues consist of the following extreme fatigue, brain fog had memory loss. Loss of concentration. Body pain including my joints. Anxiety, serve depression, neck pain, extreme weight gain at time of implants. I weighed (B)(6) on (B)(6) 2014 including I have the lap band and had it since 2007. As the months went on after implants, my weight increased. On (B)(6) 2014; I weighted (B)(6). By (B)(6) 2014, I weighted (B)(6). By (B)(6) 2015, I weighted (B)(6). On (B)(6) 2015. On (B)(6) 2016: (B)(6) , on (B)(6) /2016: (B)(6), on (B)(6) 2016: (B)(6), and yesterday (B)(6) 2016: (B)(6) as I started on a detox and probiotics and an anti-inflammatory pill called curcumin 40mg. I take two a day. I am also on a non-gmo, gluten wheat and dairy diet and eating all non inflammatory foods as this has been only a week and the inflammatory is finally going down a little. On with my list of non explained health issues, my vision has changed so much. The glasses I just got 5 months ago, I can't see out of, insomnia: yes. Why I'm up sending this message at 2:30am, hair loss, dry skin, no libido at all, body aches bad, dizziness, migraines, constantly cold, shaking attacks, dark circles under my eyes, dry mouth, really bad sharp shooting breast pains, pain in rib cage and armpit area, hot showers make me vomit instantly, ringing in my ears, be in hands tingle and are numb, bruising everywhere, teeth and gum pain, puffy face and neck, difficulty swallowing, post nasal drip, reflex, nausea, water retention, excess puffiness in feet and hands, ear feel full, pain behind left ear all the time, adrenal fatigue, hypothyroidism, chapped lips, constipation, acne, sensitive to bras and clothing and seizures. All part of what is called breast implant illness as my body is rejecting them as the silicone is leaking or sweating into my body and blood stream causing all of this the implants are poisoning me and my body as I can't function it's unexplainable. As toxins are being released into my body I can't take an ounce of weight off and are undetectable by drs and plastic surgeons don't want to admit this as this is there bread and butter so they keep implanting and killing us slowly! As (B)(6) had also had this and did just recently in (B)(6) explant her implant as she stated they were killing her slowly! Why hasn't this been questioned or looked into? How do we get the word out? As (B)(6) has report (B)(6) story, so has (B)(6) magazine, (B)(6)? And the FDA or government is not looking into this. One thousand women are dealing with this on a daily basis! Please we need your help getting this out! As most women are unaware of this and are told they have something else and getting treated for it and not getting any better. But once the implants are removed and go through some detox the symptoms go away and you regain your life back! (B)(6).